Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported connecting part came off several times when sucking gas from the constellation during a surgery. A sticker with sf6/c3f8 stated was not included. The surgery type was unknown. The surgery was completed after the product was replaced. There was no patient harm.

Event description:
Additional information received from the company representative who confirmed the connecting part means that the part which connects to the system.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).